Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 UDI, h4. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2025 and a reservoir was used. During surgery, after connecting the drain, suction was started, but the reservoir was swelled. There was blood on it, another product was used to complete the case.. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Additional information provided: on feb 14th, the sales rep visited the hospital to retrieve the actual product which was had been cleaned and to confirm the situation. The product was used in a cardiovascular surgery. When connecting the connector before connecting the drain, a scrub nurse had unlocked it, and the scrub nurse did not understand how to reset it, so the product involved was treated as a complaint product. The sales rep explained how to use the product to the scrub nurse in the operating room. Qty to be returned: 1 => 0. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.